Event description:
A customer contacted beckman coulter regarding the erroneously elevated accu tnl result generated by the access instrument. The elevated accu tnl result was 2.6ng/ml. The result was reported out of the lab. The customer retested the original pt sample for accu tnl 2 hours later. No additional information provided why sample was retested. The repeated accu tnl result was 0.01ng/ml. A corrected accu tnl result was reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.